Event description:
Cable attached to the icp catheter broke. A call was placed to codman catheter sales rep for replacement (codman 82-6636). Seven days later icp catheter suddenly stopped functioning. It was found to be cracked approx 2 inches from the connection site to the cable. Next day dr removed ICD catheter and skull x-rays were obtained.